Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-11908. It was reported that within a week of implant patient had pericardial effusion. Suspected perforation of the right atrial (ra) and/or the right ventricular (rv) was noted. Lead imaging was inconclusive and electrical values were still good except r-waves dropped slightly. The ra lead was repositioned, and the rv lead was replaced because the helix would no longer fully extend after retraction due to tissue in the helix. The patient was stable; no adverse health consequences.